Manufacturer narrative:
The reporter indicated that it is not clear that the event happened as a result of using the dynamic pacer. There was no apparent malfunction of the device.

Event description:
It was reported that the client was using the dynamic pacer with the multi position saddle accessory when some of the client's testicle got pushed up inside, requiring medical assistance to get it out again.